Event description:
It was reported the "battery terminal cable" seems to be broken. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper and lower case halves were broken and contaminated, the main printed circuit board (pcb), battery release, heart block, battery release o-ring, and battery release spring were contaminated, both bail covers and ring cover were broken, the lead flex cover was corroded, the battery contacts were compressed and contaminated, both bails were bent, the ring was missing, the battery drawer was broken and contaminated, the display gasket was in the viewable area, the encoder flex was damaged and the battery flex was contaminated and corroded.